Event description:
It was reported that during a superior vena cava dilatation procedure, stent deployment difficulties were encountered. The lesion was not predilated. The lesion diameter was 16mm and length was 60mm. There was no difficulty advancing the wallstent-uni endoprosthesis with unistep plus delivery system to the lesion. During the deployment attempt, "the physician tried to open the stent in the pt and it did not open at the distal side. It opened correctly at the middle side but stayed closed at the distal end." The wallstent was reconstrained and removed. The pt did not experience any symptoms during the attempt to deploy or the reconstrainment and removal of the stent delivery system. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'stable'.